Event description:
The customer called to report that she was hospitalized due to diabetic ketoacidosis while she was pregnant. The customer was told by her hcp that the insulin pump was defective, and she wanted to know what we could do about that. Advised the customer that troubleshooting is done prior to replacing any product. The call was disconnected at this point. Unable to call the customer back as she had not yet given her information. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.